Event description:
Same case as: 2134265-2008-00298, 2134265-2008-00299. It was reported by the pt, that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The pt presented with a myocardial infarction (mi). A 3.00x28mm taxus express2 drug eluting stent was deployed and 15 days later a 3.00x20mm and a 3.00x16mm taxus express2 drug eluting stents were deployed. The stents were placed in an unspecified vessel. Two years and 7 months post the initial procedure, one of the stents 'failed' causing another heart attack, with minimal heart damage. The pt had no symptoms and further nuclear/thallium stress tests, physicals, etc. Did not detect any issues. The pt stated "according to my cardiac surgeon, the stent was blocked solely w/scar tissue; he said this was a rare occurrence".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Upon review of available info related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. The root cause of this complaint will be documented as anticipated procedural complication. A CAPA has been initiated to address this issue. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.